Event description:
Customer reported that the collimator iris is off center and the output dosage is too high. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and found the output dose to be high. Ge rep calibrated the output dosage and the collimator iris. System operates as intended.